Event description:
Reportedly, the instrument misfired at the rectal stump. Therefore, the surgeon decided to resect add'l tissue by applying another device at the site to complete the anastomosis and the case without further incident. No pt injury reported.